Event description:
It was reported that sensing and threshold measurements could not be taken for the right ventricular (rv) lead during the implant procedure due to noise. Loss of capture was confirmed with multiple programmers. The lead was not used and another rv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism, the inner tubing was kinked/buckled and the lead appeared to be damaged at implant.